Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up, did not respond to the front panel controls and would intermittently shock. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.